Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review was not performed as the lot is unknown. To aid in the investigation of this incident, 3 physical samples were received for evaluation by our quality team. The samples came with no packaging blisters and in a plastic bag. A visual inspection was performed and three samples have the plunger rod thumb press damaged. No other defect or imperfection was observed. In addition, one photo was provided and it shows the samples received. The cause for this defect could have resulted when a jam occurred at the plunger rod-rubber stopper assembly station that could have caused damage to the rob thumb press. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that 3 bd luer-lok¿ syringes were found with broken plunger rods. The following information was provided by the initial reporter: 'broken pieces found."